Event description:
It was reported that this inflatable penile prosthesis would not cycle. The tubing just before the start of reservoir was broken. The deice was removed and replaced. No patient complications were reported.